Event description:
Attempted to administer im. Vanish point syringe malfunctioned. Medication came out of top of syringe during administration. Loud pop heard during retraction of needle. Needle observed inside compartment of syringe. Patient did not receive full dose of medication due to malfunction.